Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Additionally healthcare professional reported crease/folding of implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and curved opening on radius. Leak test and microscopic analysis were performed which identified sharp crease opening on anterior and observed void >1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on anterior due to fold flaw opening, and creases observed but had no relationship with manufacturing.